Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 15496 were returned and analyzed. The files showed system notice 50032 ¿outer vacuum compromised¿ on applications 8, 9, 10 and 11 with a non-returned balloon catheter which was used for 11 injections. Additional files showed at least eight applications were performed with the non-returned balloon catheter without any issue on the reported date of the event. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50032 "outer vacuum compromised.¿ during the electrical testing, all the tests were within the specification, no anomalies were found. During pressure testing of the balloon segment, an inner balloon burst was observed. Dissection of the outer balloon segment identified complete separation of the balloon material. During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.